Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a corroded motor and potted trigger along with problems with the driveshaft and bearings. Those parts will be replaced, and service will repair and return the device to the customer.

Event description:
It was reported that the driver would not turn off and was continuously running without being engaged when the device was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.